Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): no patient involved (no patient involvement). Product problem(s): system message occurred (device displays error message). The customer reported receiving a system message after case was completed. No patient impact was reported. The system was rebooted and remaining cases were completed without incident.